Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a pump error alarm as well as insulin pump was unable to turned off. The customer¿s blood glucose was unknown. Troubleshooting was done for pump error alarm. Customer reported that alarm was not cleared by selecting ok button and insulin pump screen did not turned off. Customer was advised to back up plan per healthcare professional's instructions until replacement pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No frozen screen and error 24 noted during testing. (B)(4).